Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a power cord that needed to be replaced. They ran the power cord over with a bed, and physically damaged it. It is unknown the circumstances under which the event occurred. However, there was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) verified power cord was physically damaged. I replaced. Full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Additional customer contact phone: (B)(6).